Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicated that surgical intervention took place where in both leads were explanted and replaced. Patient has effective therapy post op.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number 3006705815-2020-02345. It was reported that both of the patient's leads had migrated. The issue was confirmed via x-rays. In turn, surgical intervention may be pending to address the issue.